Event description:
A customer contacted beckman coulter inc. (Bec) and reported that one patient sample run on their coulter act 8/10 analyzer gave a hgb result of 7.3g/dl without an instrument flag; the patient was sent to the hospital and redrawn where the hgb was 8.0g/dl and was considered correct. Bec review of the customer supplied data showed that the instrument gave higher platelet (plt) results compared to the reference instrument. However, the instrument gave an instrument generated flag on plt to alert the operator to further review the sample results. The patient was not admitted to the hospital, just redrawn and run on a reference instrument. There was no impact or affect to patient treatment with regard to this event.

Manufacturer narrative:
Controls were within limits at the time of the event and the instrument is currently performing within qc specifications. Sample collection details were not provided. A field service engineer (fse) went on-site and found no instrument problems. Controls recovered within the mean and reproducibility was within specifications. Fse noted the technology differences between instruments and stated that the result of 7.3g/dl on the act8/10 instrument and the 8.0g/dl on the reference instrument were both below the patient low limit. The cause of the event is unknown.